Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the external pulse generator (epg) was pacing a patient who was pacing dependent when the rate of the epg dropped unexpectedly. The patient's intrinsic heart rate subsequently decreased. The epg power was cycled and resumed normal pacing. The patient recovered. No further patient complications have been reported as a result of this event.